Manufacturer narrative:
One radiographic image was provided for review. The image shows a short linear metallic radiopaque object inside the stent, visually consistent with the fractured radiopaque tip of the stent pusher as described in the reported event. However, the image does not explain why the fracture occurred. Without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have contributed to the reported event. A portion of the broken stent guidewire and pusher are now available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
See h11.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted and therefore not available for return and investigation by the manufacturer. However, imaging was provided. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
It was reported that during the treatment, the anterior portion of the stent opened smoothly during deployment, but significant resistance was felt when deploying the posterior portion. The advancement of the stent guidewire was extremely stiff; however, the surgeon successfully achieved full deployment of the stent body through stable manipulation. Subsequent attempts to retract the stent guidewire to complete the procedure failed. Despite multiple adjustments, the guidewire could not be drawn back into the microcatheter. Imaging confirmed that the stent guidewire had fractured and remained inside the stent. Attempts to retrieve the broken guidewire using a treatment delivery wire that formed into a loop were unsuccessful. Only the posterior half of the stent delivery catheter and the associated microcatheter could be withdrawn. Outside of the patient, an inspection of the stent revealed that the welding point at the distal end of the stent delivery catheter had punctured the sidewall of the microcatheter. Due to the prolonged procedure, angiography showed vascular extravasation, and the distal segment of the guidewire still remained in the patient¿s body. The surgeon decided to terminate the procedure and the patient was returned to the ward. Additional information was received stating the patient remains hospitalized and is under observation. The physician is considering other treatment plans for the future. Due to the hospital¿s policy, no additional patient information is available.

Event description:
See h11.

Manufacturer narrative:
The investigation of the returned device found the pusher broken at the distal end and punctured through the distal end of the returned microcatheter, which is consistent with the condition described in the reported event. The portion distal to the break including the radiopaque distal coil was not returned. The physical evaluation of the device could not identify the conditions or circumstances that led to the broken pusher, but the damage is consistent with the device experiencing forces exceeding its tensile strength.